Manufacturer narrative:
The customer returned touchscreen user interface assembly revealed no anomalies. A failure investigation (fi) technician installed the touchscreen into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician identified the touchscreen failure was caused by out of specification ul_lr / ur_ll resistance and resistance ratio which created the touchscreen failure.

Manufacturer narrative:
Date of event:(B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.